Event description:
A u.s. Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use while traveling in jamaica. The false positive occurred with cartridge lot: 18721j, cartridge sn: (B)(4), and cue reader sn: (B)(4). Prior to the false positive event, the customer tested negative with unspecified sars-cov-2 pcr test on (B)(6) 2022. On (B)(6) 2022, the customer tested negative with an unspecified covid-19 antigen test and twice with cue covid-19 test for home and over the counter (otc) use. The customer is vaccinated with a booster, has no symptoms or known exposures. The test cartridges have been stored at room temperature except for the time they were in a checked bag of a commercial flight and in cargo hold for a few hours. The customer reports the environment had high humidity.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.